Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she bolused for 50 carbohydrates, had low blood glucose and went into insulin shock because her insulin pump was delivering too much insulin. Customer also stated that the insulin pump settings were wrong. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.